Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 44 mg/dl with unsteadiness when standing and walking. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the time and date in the pump reverted to the factory default setting when the battery is removed for less than 24 hours. The pump displays the verify screen after it is rebooted and the time and date must be set by the user to confirm the verify screen. The reporter stated that when the patient changed the battery, the time and date reset and when the patient set the date after restarting the pump, they reversed the am and pm setting, causing the low blood glucose. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue.